Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.50/2.5/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem. Cause of the event was unknown.